Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has contributed to pt injury previously. Device issue: stent dislodgement. It was reported that there was difficulty advancing the pixel through the guiding catheter, so the stent delivery system (sds) was removed. When the device was outside of the pt, the stent was missing. The guiding catheter was removed and the stent was found inside. There were no pt effects. No add'l event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required specification. All online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Without the device to examine, no determination can be made as to the root cause of the reported issues. It should be noted that per the instructions for use, the sds should have been removed with the guiding catheter once resistance was noted.